Event description:
The user facility in (B)(6) reported the vitrectomy cutter performed properly at 3000 cpm; however, when increased to 5000 cpm it did not cut while aspiration continued. No pt injury reported.

Manufacturer narrative:
The sterilization and lot history records have been reviewed and found to be acceptable.